Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to generator change out due to normal eri, back up vvi was observed when the device was interrogated. The device was explanted and replaced without complication. The patient was stable post procedure.